Manufacturer narrative:
It was reported that user cannot get the cap off the smart site product. Received from the customer is one unused in open original package extension set model 37262e lot 20036336. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection found that the white female luer cap (p/n 1008-000-101) was not able to be removed from the set. Further visual inspection of the damaged components under a microscope observed evidence of solvent inside the female luer where the bottom half of the cap is lodged. No other abnormalities were observed on the set during visual inspection. Functional testing was not performed due to the white cap that was unable to be removed. Bd tj/manufacturing was notified of the observed event. The tj failure investigation memo will be attached to this file in trackwise. The device history record for extension set model 37262e lot 20036336 was performed. The search showed that a total of (B)(4) units in 1 lot were built on 18 march 2020. There were no related qn¿s (quality notifications) issued during the production build of this set for the failure mode reported for the given time frame. The customer¿s report that they could not get the cap off was confirmed. The root cause of the inability to remove cap from female luer was identified as an assembly error by the operator during the manufacturing process.

Event description:
It was reported that 2 of the 40 in ext w/2 vlv ports had caps that were difficult to remove. The following information was provided by the initial reporter: "product: user cannot get the cap off of the smart site product. Doe: today. Qty: 2".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 of the 40 in ext w/2 vlv ports had caps that were difficult to remove. The following information was provided by the initial reporter: "product: user cannot get the cap off of the smart site product. Doe: today. Qty: 2".